Event description:
It was reported to baxter (B)(6) that the reservoir of a basal/bolus infusor device ruptured during filling. The device was being filled with 5 milliliters fentanyl citrate and 40 milliliters bupivacaine hydrochloride when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and will be discarded. The root cause is currently being investigated under (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.